Event description:
Reporter alleged obtaining a discrepant blood glucose result of 282 mg/dl back to back with a result of 113 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strips were used and so no product will be returned for eval.

Manufacturer narrative:
Unsuccessful ring repair.

Event description:
It was initially reported that the device was explanted after implant duration of zero days, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of event date: analysis of the mitral valve revealed bileaflet prolapse when compared to p1, a2, p2 and a portion of p3 prolapsed in middle portion of a3 but not significantly. An annuloplasty ring was placed with interrupted sutures, a 26 and the valve was tested. Indentations between p1 and p2 were closed with interrupted 5-0s between p2 and p3. Following closure of these, the valve remained regurgitant and anterior leaflet trigone resection was undertaken resulting in no prolapse but still some regurgitation. So consequently decided to replace the valve given the repair was not adequate.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer states that one patient sample generated an initial architect c8000 magnesium assay result of 6.8 meq/l. The sample retested at 2.3 meq/l. No suspect results were reported from the lab. Upon troubleshooting, the customer found that the probe link tubing to the reagent 1 probe had become disconnected. The customer reseated the tubing and recalibrated the magnesium assay. Subsequent instrument operation and test results were acceptable. There is no impact to patient management reported.